Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient ws experiencing intermittent decreases in speed, low flow alarms, and pump stoppage during the previous few weeks. The patient presented to the clinic on (B)(6) 2014 and was admitted. The patient admitted to some controller drops. The patient's system controller was exchanged; however, further examination indicated that it was not likely the cause. X-rays were taken and revealed a break in the internal percutaneous lead. The patient is reportedly asymptomatic. It was determined by the hospital staff that the patient is not a candidate at this time for a pump exchange. The patient was given a modified power module patient cable and was discharged to home.

Manufacturer narrative:
The pump was not explanted and no product was available for investigation. The reported low flow alarms, low speed operations, and motor stop events were confirmed based on the submitted log files. Two broken internal wires were suspected at the time of the event based on the percutaneous lead evaluation. The pump was still functional mechanically at the time of discharge. The patent's echocardiogram showed full ventricular unloading and the pump parameters were within normal limits. A review of device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing its file on this event. Approximately two months later the pump was subsequently discontinued but left implanted. Please refer to medwatch MFR# 2916596-2015-00223.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.